Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery (lcx) to the postero lateral branch. After poba was performed three times, the 2.5 x 16mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. A balloon anchor was set in the left anterior descending artery (lad) and the device was advanced again, but was unable to cross. Using a non bsc guide catheter for support, the device was advanced, but was unable to cross again. The device was removed and it was noted that the stent edge was lifted. The procedure was closed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery (lcx) to the postero lateral branch. After poba was performed three times, the 2.5 x 16mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. A balloon anchor was set in the left anterior descending artery (lad) and the device was advanced again, but was unable to cross. Using a non bsc guide catheter for support, the device was advanced, but was unable to cross again. The device was removed and it was noted that the stent edge was lifted. The procedure was closed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted distal stent damage. One strut at the distal edge was raised and misaligned. Kinks were also noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).